Event description:
The facility's biomed technician reported an infusion pump with an 810:04 failure code. The biomed technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. Additional contact information was requested, but not provided.